Event description:
It was reported that fibers were coming out of the cannulas of the healon gv. There were 4 different cases reported having similar issues. There was no patient harm in all these cases and there were no products to be returned. This report is five out of five. Separate reports are being submitted capturing the other similar events.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2022. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable as healon is not an implantable device. If explanted, give date: not applicable as healon is not an implantable device; therefore, not explanted. Device evaluated by MFR: the device was not returned for analysis as the device was discarded. Therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.